Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The 8mm harmonic ace was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was analyzed and was placed and driven on an in-house generator and passed the energy recognition test. There was no physical damage observed on the blade during testing that would have caused energy recognition failure. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. A piece approximately 0.0865" x 0.0435" was found little piece missing, confirming that a fragment detached from the instrument. The broken piece was not returned/returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument could not be recognized and activate energy. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided.